Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead had dislodged and unable to implant. The dislodgement of the lead was verified by x-ray. The lv was not used and replaced. The patient was in stable condition throughout the procedure.